Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735764r, ubd: unknown, UDI#: unknown. Work order completed: h3, h6) a manufacturer representative went to the site to test the navigation system. It was reported that the computer was replaced to resolve the issue. Codes b01, c07 and d02 are applicable. A1002: applicable to the strong burning smell. A13: applicable to the camera cart losing connection to the main cart. A0902: applicable to the monitor displaying no video. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess) procedure. It was reported that a strong burning smell was detected and the camera cart lost connection to the main cart. The system was swapped out with another navigation system to proceed with the initial case. Upon system boot, the monitor displayed no video and the computer fans were not turning on after a known working high-definition multimedia interface (hdmi) cable was attempted from computer. The solid state drive (ssd) was placed into another system computer, which resolved the issue. There was less than an hour delay.

Manufacturer narrative:
H2: please see section b5 for additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that there was no impact on patient outcome.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735764r, lot#: 2132f00668, ubd: unknown, UDI#: unknown, h2: update - see section d3, h2: please see section, d9 for when the device was available for evaluation. H2 - h6: the computer, lot number: 2132f00668, was returned to the manufacturer for analysis. The computer was found to have a motherboard malfunction. The computer partially powered up when main power was applied but then shut down. The internal led lights did not completely light up and there was a slight electrical burning odor upon boot-up. Codes b01, c02, and d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.